Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned device found all conductors distorted, and the outer insulation breached cut. The distal conductor looks like it was distorted which will not allow the helix to function properly. Damaged at implant.

Event description:
It was reported that during the implant attempt, there was a problem to leave the screw. Too much turn (ten) according to doctor. The lead was not used. There were no patient complications reported as a result of this event.